Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that stimulation was turned back on and the issue has resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced pain and discomfort at the ipg site when stimulation was turned on. Reportedly, patient did not report any pain or discomfort when stimulation was turned off but lost effective therapy. Patient might have disrupted normal healing process due to physical activity.